Event description:
Additional information was received, it was reported the troubleshooting performed was the connection check was on green. Impedance check showed up with a normal limit. X-ray revealed leads migrated south by one vertebral body. The patient was reprogrammed and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# va1xc45021 implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# va1xc45021 implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# va1xc45015 implanted: (B)(6) 2019. Explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. Patient states back in (B)(6) 2024 that he got into a car accident, unrelated to the stimulator, and broke six ribs. Since accident patient states stimulator no longer covering his lower back area. Appointment to meet with patient (B)(6). The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.